Manufacturer narrative:
(B)(4). Concomitant products: biomet all poly patella catalog 11-150830 lot 172020; maxim right femur 70mm catalog 140053 lot 038470; biomet tibial tray catalog 141235 lot 824640. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported that the patient underwent a knee revision procedure due to unknown reasons; the tibial bearing and patella were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.